Manufacturer narrative:
A cerebrospinal fluid leak during implantation was reported to abbott. The patient experienced a dural tear while placing the second lead during a lead placement procedure. The physician removed the lead and the patient remains implanted with only the first lead. No symptoms from the dural tear and no interventions needed. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a dural tear while placing the second lead during a lead placement procedure. The physician removed the lead and the patient remains implanted with only the first lead.